Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb 25cm leaked. The following information was provided by the initial reporter: during 3 consecutive uses in different patients, we encountered a leakage of iodinated contrast medium at the junction point between the catheter and the connector, despite the screw thread being properly tightened. We only had one batch of each device available in the department, so it was not possible to precisely identify the malfunctioning device... We quarantined the blue catheters.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. A review of the photo showed that the reported defect could not be observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
- Was there any impact on the patient (serious injury, medical intervention, change in treatment required)? No impact on the patient, apart from the contrast medium leakage on the examination table. - can you confirm that the product was used on 3 different patients? Were these separate events? Yes. - please confirm whether 2 samples are available for investigation (connector and catheter). If so, could you please specify whether they are samples: we have isolated the batch which appeared to be defective concerning the catheter, as we had others in stock. For the connector, it was impossible to use another batch. O unused (before use) yes, with quarantine of the catheter batch. We kept 3 samples of the catheter batch possibly involved. O used (during or after use) no used samples were kept. - sinem saintes - 40 rue de l'alma 17100 saintes - france. - contact: mme chapel fanny (pharmacist) 05.17.12.97.51. - sinem presence: monday, wednesday and thursday mornings; tuesday daytime.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no signs of leakage during our internal leakage testing. No leakage could be observed in the provided sample photo. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.